Event description:
It was reported that on (B)(6) 2022 during a brevera procedure, the needle was inside the breast and the physician could not obtain vacuum. Due to this the procedure had to be aborted and rescheduled. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The console was tested by hologic employee and ran 60 tests and never lost suction. Customer performed a new procedure and had no issues. No issues with the console were observed.